Event description:
It was reported that the device was smoking. No patient injury reported. Back-up device was available.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of smoking could not be reproduced. Product failed functional testing with short circuit detected error. Cause of short circuit detected error is a shorted out power cord. The complaint of smoking was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.